Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps was analyzed and found that failure analysis found the primary failure of instrument cable crimp-dislodged to be related to the customer reported complaint. The cable crimp was dislodged from the wrist control cable at the grip hub leading to loss of instrument function. The crimp, intended to secure the wrist control cable, was found to have slid out from the distal yaw pulley. The detached crimp is captured within the welded grip hub, causing the cable to appear broken, though it remains intact. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protruded above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. The components adjacent to the dislodged wire showed damage. In addition, the instrument was found to have multiple indentations/burrs on the outer face of the bipolar yaw pulley. There were no pieces missing. The grip cables adjacent to this indented pulley show damage. The grip cable crimp was dislodged, and conductor wire was dislodged. The common causes of the failure mode mechanical indentations/burrs instrument bipolar yaw pulley are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces. Further evaluation noted the instrument had damage to the conductor wire insulation at the yaw pulley. The insulation was rubbed off due to friction from grip cable. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. The dislodged grip cable crimp caused the conductor wire to become dislodged and get wedged up the grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument didn't respond to the movements of the surgeon's console manipulators; the customer replaced the instrument. The procedure was completed with no reported injury.